Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed several errors, including a battery out limit alarm, and had a blank display. The blood glucose reading was unknown. The customer stated that the insulin pump cycled through the settings and did not complete any procedures. He also noted that the device would not save any of the settings he attempted to program. He did not have confidence in the insulin pump and requested a replacement. Nothing further reported.